Event description:
Pump alarmed that versed was done (as it should have at the time 8 hours later after a 100 ml bag was hung and running at 13 ml/hr). However, the bag was over half full. No one else had hung a new bag. The math does not add up the pump was likely only giving about half the dose of sedation it was set at for how much was left in the bag. Paralyzed patient, thankfully the bis was within normal limits at 30. Changed pumps, removed from service, placed outside manager office. FDA safety report ID (B)(4).